Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that post-operatively the patient is struggling with their vision, experiencing "glare around corners" and that bilateral pco has been observed. The information received states that the patient has been prescribed medication. "Deviation from target refraction" is listed in the "adverse events" section of the rayone IFU. Pco is often referred to as "secondary cataract" and is due to the migration, proliferation and differentiation of lens epithelial cells. According to the american academy of ophthalmology, pco occurs in 20-50% of patients within 2-5 years of undergoing cataract surgery. Potential risk factors include the presence of conditions such as diabetes, uveitis, myotonic dystrophy, retinitis pigmentosa and traumatic cataract. One month post-operatively would be considered too soon fror typical pco,. As pco was reported as diagnosed bilaterally on (B)(6) 2025. This may indicate that some other condition caused the onsert of symptoms e.g,, fibrin reaction, capsular bag distension syndrome (cbds). The healthcare faciltiy has advised that the patient has undergone an nd: yag capsulotomy. The problems with vision the reported glare is indicative of dysphotopsia. There is a period of adaptation with any intraocular lens implant referred to as neuroadaptation. Rayner has previously been advised by its medical consultants that this process can take up to six months to achieve in some patients and that appoximately 3-5% of patients are just never able to adapt to the functional style of the lens. Without the ability to examine the device and without clear event details being provided it is not possible to establish root cause.

Event description:
On 16th october 2025, rayner received notification from a healthcare facility in australia of an event that occurred following implantation of a rayone galaxy toric rao615x. The event description provided states that post-operatively the patient is struggling with their vision, experiencing "glare around corners" and that bilateral pco has been observed. Note: this issue affects the patient bilaterally see also FDA MDR 3012304651-2025-00328.